Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an alarm for no disposable and would not run. Per the reporter, the pump alarm was silenced and pump settings were reviewed. Per the reporter, the pump appeared to be empty. No troubleshooting was performed and the patient was to go to the clinic for further assistance. The patient was not affected; no adverse patient effects were reported by the customer. The device was not to be returned to the manufacturer.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a no disposable" alarm is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.